Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old patient needing mechanical circulatory support. It was reported that during impella insertion the right axillary artery was dissected while attempting to get vascular access. Vascular surgery was performed to graft and repair the right axillary. The impella cp was then placed without issue into the left ventricle. Decision to explant was made due to loss of pulse in the right leg.